Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. While removing their supplies at the end of treatment, the patient stated that fluid came from the cassette compartment of the cycler and that the pumps were filled with fluid. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of their cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not develop any symptoms or require medical intervention following the leak. The patient used manual supplies to complete their treatment while waiting for their replacement cycler. Upon receiving the replacement, the patient was able to continue with peritoneal dialysis therapy without complications. The cassette used at the time of the incident was discarded. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test was performed and the cycler passed without any noted leaks during the evaluation. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.